Event description:
The facility's biomedical engineer reported an infusion pump with failure code 812:02. The device was received by the biomed from clinical use with no additional info. The biomed noted he is unable to identify a clinical contact for writer to obtain additional incident details, the medication involved, specific pt info, pump programming info, pt status, medical intervention, the tubing product code and lot number in use, or pt injury.